Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("possible allergic reaction"), cardiac failure acute ("acute, congestive heart failure/severe, systolic heart failure"), cardiomyopathy ("cardiomyopathy") and mitral valve incompetence ("severe, mitral valve regurgitation") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, 19 days after starting essure, the patient experienced hypersensitivity (serious criterion medically significant) with allergy to metals, allergy to metals and skin exfoliation. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain, abdominal cramping"), pelvic pain ("severe pelvic pain"), the second episode of abdominal distension ("severe bloating;"), back pain ("severe back pain"), migraine ("migraine headaches"), weight fluctuation ("weight fluctuation"), constipation ("severe constipation"), tinnitus ("ringing in ears"), cardiac failure acute (serious criterion hospitalization) with abdominal distension, peripheral swelling, fluid retention, dyspnoea and fatigue, cardiomyopathy (serious criterion hospitalization), mitral valve incompetence (serious criterion medically significant) and ejection fraction decreased ("ejection fraction of 20 - 30%"). The patient was hospitalized from (B)(6) 2015. The patient was treated with diuretics, beta blocking agents, ace inhibitors and diuretics, spironolactone (aldactone a), surgery (both essure micro-inserted were removed from fallopian tubes) . Essure was withdrawn. At the time of the report, the hypersensitivity, abdominal pain lower, pelvic pain, second episode of abdominal distension, back pain, migraine, weight fluctuation, constipation, tinnitus, cardiac failure acute, cardiomyopathy, mitral valve incompetence and ejection fraction decreased outcome was unknown. The reporter considered hypersensitivity, abdominal pain lower, pelvic pain, the second episode of abdominal distension, back pain, migraine, weight fluctuation, constipation, tinnitus, cardiac failure acute, cardiomyopathy, mitral valve incompetence and ejection fraction decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: echocardiogram result was acute, systolic heart failure secondary to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced a lot of symptoms, which were suspected to be related to a possible allergic reaction (plaintiff had positive reaction to nickel on test). A few weeks after insertion, plaintiff underwent a laser procedure with removal of both essure from the fallopian tubes. Six days later, she was still continuing to experience swelling in her chest and legs, as well as shortness of breath. She was admitted and it was diagnosed she had cardiomyopathy, acute, congestive heart failure/severe, systolic heart failure, and severe, mitral valve regurgitation. Possible allergic reaction is anticipated whereas cardiac failure acute, cardiomyopathy and mitral valve incompetence are unanticipated in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Therefore, possible allergic reaction was considered related to essure. This case was provided with minimal information. There was no mention on plaintiff's age, concurrent conditions and details of device insertion procedure. Even though an acute congestive failure has been described, it is probable related to a decompensation of the reported cardiomyopathy/valvulopathy. Considering the local action of essure at fallopian tubes, a causal relationship with these events is unlikely and was regarded as unrelated. This case was regarded as incident as a surgical procedure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), hypersensitivity ("possible allergic reaction"), acute left ventricular failure ("acute, congestive heart failure/severe, systolic heart failure"), cardiomyopathy ("cardiomyopathy"), mitral valve incompetence ("severe, mitral valve regurgitation"), cardiac failure acute ("acute, congestive heart failure") and cardiomegaly ("cardiomegaly") in a 39-year-old female patient who had essure (batch no. C76466-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: yellow iodine. Past adverse reactions to the above products included skin exfoliation with yellow iodine. Concurrent conditions included swelling nos, nausea, vomiting, decreased appetite, shortness of breath, constipation, water retention, edema, itchy, swelling of legs, allergy to metals, congestive heart failure, cardiomyopathy, obesity, wheezing, palpitations, orthopnea, deep vein thrombosis, blurred vision, rhinorrhea, sneezing, blood in urine and pulmonary embolus. Family history included hypertension (father-) and heart attack (father). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), weight fluctuation ("weight fluctuation"), infection ("infection: fluid coming out of legs"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cardiac failure acute (seriousness criterion medically significant) and cardiomegaly (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with allergy to metals, allergy to metals, rash, skin exfoliation and skin irritation. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain, abdominal cramping"), abdominal distension ("severe bloating;"), back pain ("severe back pain"), constipation ("severe constipation"), tinnitus ("ringing in ears"), acute left ventricular failure (seriousness criterion hospitalization) with abdominal distension, peripheral swelling, fluid retention, dyspnoea and fatigue, cardiomyopathy (seriousness criterion hospitalization), mitral valve incompetence (seriousness criterion medically significant), ejection fraction decreased ("ejection fraction of 20 - 30%"), arthralgia ("hip pain"), uterine pain ("uterine pain"), pain in extremity ("leg, ankles, feet pain") and musculoskeletal pain ("buttocks pain"). The patient was hospitalized from 12-feb-2015 to 20-feb-2015. The patient was treated with diuretics, beta blocking agents, ace inhibitors and diuretics, spironolactone (aldactone a), surgery (both essure micro-insertd were removed from fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain lower, abdominal distension, back pain, migraine, weight fluctuation, constipation, tinnitus, acute left ventricular failure, cardiomyopathy, mitral valve incompetence, ejection fraction decreased, infection, headache, dyspareunia, cardiac failure acute and cardiomegaly outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acute left ventricular failure, arthralgia, back pain, cardiac failure acute, cardiomegaly, cardiomyopathy, constipation, dyspareunia, ejection fraction decreased, headache, hypersensitivity, infection, migraine, mitral valve incompetence, musculoskeletal pain, pain in extremity, pelvic pain, tinnitus, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Echocardiogram - in february 2015: acute, systolic heart failure secondary to essure . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("possible allergic reaction"), pelvic pain ("severe pelvic pain/pain"), acute left ventricular failure ("acute, congestive heart failure/severe, systolic heart failure"), cardiomyopathy ("cardiomyopathy"), mitral valve incompetence ("severe, mitral valve regurgitation"), cardiac failure acute ("acute, congestive heart failure") and cardiomegaly ("cardiomegaly") in a 39-year-old female patient who had essure (batch no. C76466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: yellow iodine. Past adverse reactions to the above products included skin exfoliation with yellow iodine. Concurrent conditions included swelling nos, nausea, vomiting, decreased appetite, shortness of breath, constipation, water retention, edema, itchy, swelling of legs, allergy to metals, congestive heart failure, cardiomyopathy, obesity, wheezing, palpitations, orthopnea, deep vein thrombosis, blurred vision, rhinorrhea, sneezing, blood in urine and pulmonary embolus. Family history included hypertension (father-) and heart attack (father). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), weight fluctuation ("weight fluctuation"), localised infection ("infection: fluid coming out of legs"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cardiac failure acute (seriousness criterion medically significant) and cardiomegaly (seriousness criterion medically significant). On 2-feb-2015, the patient experienced hypersensitivity (seriousness criterion medically significant) with allergy to metals, allergy to metals, rash, skin exfoliation and skin irritation. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain, abdominal cramping"), abdominal distension ("severe bloating;"), back pain ("severe back pain"), constipation ("severe constipation"), tinnitus ("ringing in ears"), acute left ventricular failure (seriousness criterion hospitalization) with abdominal distension, peripheral swelling, fluid retention, dyspnoea and fatigue, cardiomyopathy (seriousness criterion hospitalization), mitral valve incompetence (seriousness criterion medically significant), ejection fraction decreased ("ejection fraction of 20 - 30%"), arthralgia ("hip pain"), uterine pain ("uterine pain"), pain in extremity ("leg, ankles, feet pain") and musculoskeletal pain ("buttocks pain"). The patient was hospitalized from 12-feb-2015 to 20-feb-2015. The patient was treated with diuretics, beta blocking agents, ace inhibitors and diuretics, spironolactone (aldactone a), surgery (both essure micro-insertd were removed from fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity, pelvic pain, abdominal pain lower, abdominal distension, back pain, migraine, weight fluctuation, constipation, tinnitus, acute left ventricular failure, cardiomyopathy, mitral valve incompetence, ejection fraction decreased, localised infection, headache, dyspareunia, cardiac failure acute and cardiomegaly outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acute left ventricular failure, arthralgia, back pain, cardiac failure acute, cardiomegaly, cardiomyopathy, constipation, dyspareunia, ejection fraction decreased, headache, hypersensitivity, localised infection, migraine, mitral valve incompetence, musculoskeletal pain, pain in extremity, pelvic pain, tinnitus, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Echocardiogram - in february 2015: acute, systolic heart failure secondary to essure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure insertion date was updated to 03-jan-2015. Lot number (c76466) added. Events infection, fluid coming out of legs, headaches, dyspareunia (painful sexual intercourse), acute, congestive heart failure, cardiomegaly, hip pain, uterine pain, leg, ankles, feet pain and buttocks pain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), hypersensitivity ("possible allergic reaction"), acute left ventricular failure ("acute, congestive heart failure/severe, systolic heart failure"), cardiomyopathy ("cardiomyopathy"), mitral valve incompetence ("severe, mitral valve regurgitation"), cardiac failure acute ("acute, congestive heart failure") and cardiomegaly ("cardiomegaly") in a 39-year-old female patient who had essure (batch no. C76466-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and heart disorder (open heart surgery). Previously administered products included for an unreported indication: yellow iodine. Past adverse reactions to the above products included skin exfoliation with yellow iodine. Concurrent conditions included swelling nos, nausea, vomiting, decreased appetite, shortness of breath, constipation, water retention, edema, itchy, swelling of legs, allergy to metals, congestive heart failure, cardiomyopathy, obesity, wheezing, palpitations, orthopnea, deep vein thrombosis, blurred vision, rhinorrhea, sneezing, blood in urine and pulmonary embolus. Family history included hypertension (father-) and heart attack (father). Concomitant products included curcuma longa rhizome;pyridoxine hydrochloride;vitamin b12 nos (cumind hr) since (B)(6) 2018 and sacubitril valsartan sodium hydrate (entresto) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), weight fluctuation ("weight fluctuation"), infection ("infection: fluid coming out of legs / infection (other) - describe: infection (do not know specific information) / rashes or skin conditions - type: liquid coming out of legs and thighs"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cardiac failure acute (seriousness criterion medically significant), cardiomegaly (seriousness criterion medically significant) and discharge ("liquid coming out of legs and thighs"). On (B)(6) 2015, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with allergy to metals, allergy to metals, rash, skin exfoliation and skin irritation. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain, abdominal cramping"), abdominal distension ("severe bloating;"), back pain ("severe back pain"), constipation ("severe constipation"), tinnitus ("ringing in ears"), acute left ventricular failure (seriousness criterion hospitalization) with abdominal distension, peripheral swelling, fluid retention, dyspnoea and fatigue, cardiomyopathy (seriousness criterion hospitalization), mitral valve incompetence (seriousness criterion medically significant), arthralgia ("hip pain"), uterine pain ("uterine pain"), pain in extremity ("leg, ankles, feet pain"), musculoskeletal pain ("buttocks pain") and swelling ("swelling in chest") and was found to have ejection fraction decreased ("ejection fraction of 20 - 30%"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with ace inhibitors and diuretics, beta blocking agents, diuretics, spironolactone (aldactone a) and surgery (both essure micro-insertd were removed from fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain lower, abdominal distension, back pain, weight fluctuation, constipation, tinnitus, acute left ventricular failure, cardiomyopathy, mitral valve incompetence, ejection fraction decreased, infection, headache, dyspareunia, cardiac failure acute, cardiomegaly and discharge outcome was unknown and the migraine and swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, acute left ventricular failure, arthralgia, back pain, cardiac failure acute, cardiomegaly, cardiomyopathy, constipation, discharge, dyspareunia, ejection fraction decreased, headache, hypersensitivity, infection, migraine, mitral valve incompetence, musculoskeletal pain, pain in extremity, pelvic pain, swelling, tinnitus, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Echocardiogram - in (B)(6) 2015: results: acute, systolic heart failure secondary to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: plaintiff fact sheet received. Event added liquid coming out of legs and thighs and swelling in chest.outcome of event migraine and swelling were updated. Medical history, concomitant drug were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced a lot of symptoms, which were suspected to be related to a possible allergic reaction (plaintiff had positive reaction to nickel on test). A few weeks after insertion, plaintiff underwent a laser procedure with removal of both essure from the fallopian tubes. Six days later, she was still continuing to experience swelling in her chest and legs, as well as shortness of breath. She was admitted and it was diagnosed she had cardiomyopathy, acute, congestive heart failure/severe, systolic heart failure, and severe, mitral valve regurgitation. Possible allergic reaction is anticipated whereas cardiac failure acute, cardiomyopathy and mitral valve incompetence are unanticipated in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Therefore, possible allergic reaction was considered related to essure. This case was provided with minimal information. There was no mention on plaintiff's age, concurrent conditions and details of device insertion procedure. Even though an acute congestive failure has been described, it is probable related to a decompensation of the reported cardiomyopathy/valvoplasty. Considering the local action of essure at fallopian tubes, a causal relationship with these events is unlikely and was regarded as unrelated. This case was regarded as incident as a surgical procedure was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.